Manufacturer narrative:
Section: a3b, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the preloaded intraocular lens (iol) were basically fused to the optic. The lens had to be cut out of the patient's left eye, removed and replaced with the same model and same diopter lens in the same procedure. An incision enlargement was performed. The lens that was implanted after the first lens had issue with the haptics also presented with haptics fused to the optic. With great difficulty the surgeon was able to detach it from the optic and implant the lens. There was significant delay in surgery and trauma to the cornea. It was reported that the experience resulted in emotional harm to the patient and the surgeon. It was stated that as a result the patient has altered corneal curvature due to extreme edema. This is believed to be permanent. There was medication prescribed. No other information is available. This report is for the first lens, sn (B)(6). A separate report is being submitted for the second lens used that had a similar problem.